Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with blood glucose of 200 mg/dl. The customer's blood glucose was 461 mg/dl at the time of call. The customer was hospitalized due to pneumonia and heart issues. The customer experienced tremors. The customer was put on steroids due to pneumonia which led to the high blood glucose value. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Event description:
It was reported that the customer was in the hospital for a cat scan and the hospitalization was not diabetes or insulin pump related.